Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device and the competitor's right ventricular (rv) lead exhibited oversensed noise that resulted to pacing inhibition with greater than two seconds asystole. Additional information was received and indicated that the cause of the observations was not determined and the connection to the device header seemed fine upon removal of the device. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.